Event description:
I was forced to wear a mask on two flights. When I got home, I developed a serious cough and respiratory distress. I immediately used an air compressor to breathe in colloidal silver in conjunction with a propolis throat spray. It took 3 days to resolve. FDA safety report ID # (B)(4).